Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was admitted to the ER for infection, swelling, pain and a dehisced wound at ipg site. The physician evaluated and flushed out the site of infection. Patient was discharged from hospital, prescribed antibiotics for the wound as well as IV antibiotics administered daily via PICC line. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.